Event description:
It was reported that the 9600 system would not boot up. And had a collimator iris error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated and the beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.